Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a displacement-test failed alarm and pump error alarm. The blood glucose level was 239 mg/dl. Customer stated they are able to rewind the pump. Customer stated that she had an insulin flow blocked alarm. The insulin pump will be return for the analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm /occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. No unexpected device test failed alarms noted during testing